Event description:
The pt called lifescan (lfs) and alleged that their meter was prompting the three dashes (---). Medical affairs spoke to the pt and obtained/verified the following information. Pt attempted to test several times, but when pt inserted the strip, the three dashes appeared. Pt did not known that the three dashes indicated that pt needed to set the code number. The pt takes several oral medications, "glyburide, glycophage, and "avalor". Pt also takes long acting insulin, pt did not remember the name, and regular insulin. On the day of the event, the pt was experiencing frequent urination, fatigue, and their legs felt numb. Pt was taken to the hospital and the result on the hospital meter was 620 mg/dl. Pt was treated with insulin and IV fluids. Pt was admitted overnight for high blood glucose. After being discharged their physician added another oral medication to their diabetes regimen. This meter issue was resolved with troubleshooting. The pt is currently using the meter without any problems. Based on the information provided, there is evidence of a malfunction (the code number needed to be entered in the meter). The pt decreased their treatment because pt was unable to test, which led to hyperglycemia; therefore, this complaint is being documented as an adverse event. No replacement items have been sent to the pt.